Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance. Add provided statement.

Event description:
It was reported that during an infusion set change the patient encountered a bent insertion needle that prevented tubing fill and insulin delivery, leading to disconnection from the ilet and a blood glucose rise from 95 mg/dl to a peak of 223 mg/dl until the agent-assisted supply change restored delivery. Symptoms included hyperglycemia. Outcomes included temporary elevation of blood glucose without use of backup therapy and without medical intervention. Investigation included customer interview and troubleshooting with guided reinsertion and reconnection. Investigation of this case revealed an incorrectly deployed infusion set due to a bent insertion needle, which impeded priming and delivery. It was concluded that the event was attributable to an infusion set deployment issue, and replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.